Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and one opening curved on the posterior. Leak test and microscopic analysis was performed which identified: one opening crease sharp on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease sharp opening due to fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.